Event description:
Territory manager stated a physician's office reported four different patients presented in office, skin around wound bed in macerated state, with the use of aquacel surgical dressings.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. A follow-up was performed on (B)(6) 2014. It was stated that the patients involved had new dressings applied after surgery just prior to discharge and upon returning to their respective physician's office the dressing border had lifter from the skin in an area. No information was provided on the areas mentioned. It was stated that all the patients were instructed on care after discharge. It was also stated that all the patients had returned with saturated dressings with maceration underneath and they had all showered once they were home. The patients had all reported that the border had lifted from their skin, no specifics on where this had occurred. No medical treatment was performed except to discontinue use of dressing. It was stated that all the patients had used the aquacel ag surgical dressing. No lot information available as the product was applied from facility stock. No further information was provided by the reporting physician's staff a the time. The territory manager informed that they will contact the physician's office to obtain additional information. Requests for additional patients/events information also performed on 03/06/2014 and 03/27/2014. To date no additional information has been provided. Should additional information become available a follow-up report will be submitted. Issue occurred on (4) separate cases. A separate 3500 form has been completed for the other (3) cases under patient identifiers (B)(6). Manufacturer reports: 1049092-2014-00076, 00077 and 00079 respectively. Reported to the FDA on (B)(6) 2014.